Manufacturer narrative:
The actual coupler device involved in the incident was not returned for eval. However, the 4 remaining coupler assemblies from the 6-pack box were returned and evaluated. There were no defects found in any of the 4 returned assemblies. All rings were seated at the bottom of the jaw, there were no bent pins, and each set of rings closed smoothly and each pin aligned with the corresponding hole in the mating ring. According to the device history record, the device met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.

Event description:
During an unk procedure, physician reported that upon attempting to approximate the 2.0mm coupler rings, the pins did not meet flush with the corresponding holes and the rings were unable to close. It was reported that the device had been loaded onto the instrument without difficulty. Due to the pin misalignment, the physician did not make any attempt to squeeze the rings together with the forceps. The device was removed and another 2.0mm coupler device was used to complete the procedure successfully without further complications.